Event description:
During a vaginal hysterectomy, a burn to the labia occurred. The burn was treated with topical cream and the pt was monitored for two days. The pt was determined to be well enough to be discharged in 2009.

Manufacturer narrative:
The device was received in a very dirty condition. All of the parts are accounted for. The device was connected to the g400 generator, 1.08 software, device defaulted to the correct setting "seal curved vp2 60." Tested as received, the device activated and coagulated as designed. Tested after cleaning, again the device activated and coagulated as designed. By design, coagulation on tissue can be seen if the power is applied and the jaws of the device are open. Care must be taken to insulate the jaws of the device from surrounding tissue.